Manufacturer narrative:
Product was not returned, and the root cause could not be established from images provided by the user. If product is received in the future, this report will be updated as necessary. ¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "incorrect positioning or orientation of the filter", "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention", and "filter migration/movement" are potential complications cited in the IFU associated with this product. The IFU states "retrieval of the filter is possible only from the jugular approach." Within the optional retrieval section.

Event description:
An option ivc filter was deployed via femoral approach by (B)(6) md into the ivc using standard technique. The filter struts did not expand to contact vena cava walls. The unexpanded filter started to migrate towards the heart. A second filter was quickly deployed suprarenal between the filter and the right atrium to create a barrier. The filter that would not open was snared using halo style snare and dragged into the femoral vein. An attempt to fully sheath the unopened filter was unsuccessful. An attempt to pull partially sheathed filter and sheath out of patient was unsuccessful as the filter remained in the patient either in the femoral vein, in the soft tissues of the groin, or in both the femoral vein and soft tissues. A second attempt to retrieve the filter will be undertaken at the doctor¿s discretion when the patient has stabilized. If the filter is in the soft tissues, it will be referred to surgery to remove. At no point have the filter struts expanded as is normally expected.